Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de was unable to deliver insulin. The following information was provided by the initial reporter: accu-fine needles do no let insulin through.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 7143611. D4: medical device lot #: 7117575. D4: medical device lot #: 7164661. D4: medical device expiration date: unknown. D4: medical device expiration date: unknown. D4: medical device expiration date: unknown. D10: device available for eval yes, d10: returned to manufacturer on: h4: device manufacture date unknown. H4: device manufacture date unknown. H4: device manufacture date unknown. H6: investigation summary: eighty nine sealed and intact 31g x 5mm pen needle samples were returned from lot no. 7143611, cat. No. 320522 along with eleven sealed and intact 31g x 5mm pen needle samples from lot no. 7117575, cat. No. 320522 and six sealed and intact 31g x 5mm pen needle samples from lot no. 7164661, cat. No. 320522. Visual examination and clog testing were carried out on thirteen samples from lot no. 7143611, cat. No. 320522, eleven samples from lot no. 7117575, cat. No. 320522 and six samples from lot no. 7164661, cat. No. 320522 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de was unable to deliver insulin. The following information was provided by the initial reporter: accu-fine needles do no let insulin through.